Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 47.1°f. The rate of temperature rise was above threshold at 7.7°f/sec. The likely cause was identified as worn bearings. It was also noted that the device failed the patient current leakage test and the minimum motor speed shutdown. The device also seized as the drive shaft on the motor body would not rotate freely. There were signs of wear and scratches around the shaft body and it was noted that there was a lot of debris in it. The motor collet has minimal debris build up and a normal wear and tear. No components were disintegrated. The front bearing was found seized to the front bearing holder. While the rear bearing had broken apart and part of it had disintegrated and were stuck to the drive shaft. This type of failure is associated with pr# (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was confirmed that there was no patient involvement as the malfunction was found during instrument check-up period.